Event description:
It was reported that a patient experienced neck pain and underwent a two level anterior cervical discectomy and fusion (acdf) revision surgery at c4/5 and c5/6. Intraoperatively, as the doctor was removing the cervical plate and screws, the left c5 screw broke off in the patient. The fragment was left in the patient. The old plate was removed successfully and replaced with a new cervical plate. No further complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.